Manufacturer narrative:
Follow ups with the customer indicated blood glucose levels reached target and the fill estimates improved. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple inaccurate fill estimates. The customer's blood glucose was impacted (201 mg/dl) and that they reverted to injections. During troubleshooting with tandem technical support, customer cleaned off debris around the pneumatic tap. Upon loading the existing cartridge, the pump displayed a more accurate fill estimate. Customer was assisted with the rest of the load process and was able to resume insulin delivery.